Event description:
It was reported that a patient enrolled a (B)(4) study underwent a right total hip arthroplasty on (B)(6) 2003. A subsequent revision was performed on (B)(6) 2008 due to cup loosening. The cup and head were removed and replaced with cup, head, and polyethylene liner. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."